Event description:
A customer reported that their pump was taking significantly longer to charge than it did when it was new. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.